Manufacturer narrative:
The reported events of high pacing impedance and unspecified device port issue were not confirmed. The pacemaker was received from the field with battery voltage above elective replacement level. Electrical and mechanical analysis performed indicated normal functionality. Longevity assessment performed indicated the device was in normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
Previously reported h2 should be device evaluation along with additional information.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the pacemaker to be implanted exhibited high pacing impedance and unspecified device port issue with no electrogram signal on the atrial channel. The pacemaker was replaced during the same procedure on (B)(6) 2021. No patient consequences.